Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was bad as reported by the patient. No additional information obtained from the field representative. The lead remains in service. No adverse patient effects were reported.